Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporter phone number - (B)(6)

Event description:
Philips received a complaint by the customer on the v60 indicating that when the device booted up, it alarmed and displayed a co2 repeated inhalation danger error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.